Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Account reported during an urgent hemorrhagic case, the interventional radiologist requested a 5f impress vertebral catheter. After flushing and wiping to activate the hydrophilic coating it was noted that the distal tip of the catheter was detached from the shaft during loading into the sheath. The catheter and the tip were removed and a new catheter from another company was used for the completion of the case. No reported injury.

Manufacturer narrative:
The suspect device was returned for evaluation. A visual inspection was performed and found the black tip of the device had separated from the purple body. Under magnification, the external transition line appears to be within acceptable criteria. Because the device was opened and was returned after use, the exact root cause of the failure is unknown. Factors that may have contributed to the failure may be related to the packaging and handling, shipping, or use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.